Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced slow and stray urinary stream, pelvic pain and discomfort, possible chronic rejection to the mesh, urinary tract infection, mesh exposure, dyspareunia, bleeding, scarring and loss of consortium by partner. Trimming, mesh excision and a cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.